Event description:
Patient undergoing ultrasound guided, vacuum assisted left breast biopsy. Local anesthesia was administered a small incision was made. An atec 12 gauge vacuum device was inserted with ultrasound guidance and samples were obtained, during the procedure the needle was unable to be disconnected from the handpiece, the needle remained lodged in the patient's breast. Attempts to remove included advancing the needle, a lavage was performed, the needle was disconnected from the hand piece and the clip was deployed which then allowed the needle to be removed.